Manufacturer narrative:
H.6. Investigation: bd was able to verify the returned samples had visible silicone. It should be noted that this silicone does not cause harm to the wearer and is used to aid in the slippage of the catheter during venipuncture. The root cause of this issue on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping and final assembly process. A corrective action project, CAPA#450094, has been initiated to investigate the issue. DHR was reviewed. This lot was reviewed regarding the tests of ¿foreign matter/ visible silicone¿, there were no evidenced records that could lead to the claimed defect. H3 other text : see h.10.

Event description:
Material no.: 381112; batch no.: 7209785. It was reported that before use of the angiocath yel 24ga x 0.75in there are particles on the catheter. There are four catheters that displayed this condition. The following information was provided by the initial reporter: we have been noticing that our 24 gauge angiocaths have particles on the catheter. I have noticed 4 catheters in the past week from the same lot number with the particles on them. On the left side of the catheter what appears to be particles. I only have three wrappers and two catheters that I can send. I have asked that the rest of that lot of 24 gauge catheter be pulled from our stock.

Event description:
Material no.: 381112. Batch no.: 7209785. It was reported that before use of the angiocath yel 24ga x 0.75in there are particles on the catheter. There are four catheters that displayed this condition. The following information was provided by the initial reporter: we have been noticing that our 24 gauge angiocaths have particles on the catheter. I have noticed 4 catheters in the past week from the same lot number with the particles on them. On the left side of the catheter what appears to be particles. I only have three wrappers and two catheters that I can send. I have asked that the rest of that lot of 24 gauge catheter be pulled from our stock.

Manufacturer narrative:
PMA / 510(k)#: k151698.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no.: 381112 batch, no.: 7209785. It was reported that before use of the angiocath yel 24 ga x 0.75 in there are particles on the catheter. There are four catheters that displayed this condition. The following information was provided by the initial reporter: we have been noticing that our 24 gauge angiocaths have particles on the catheter. I have noticed 4 catheters in the past week from the same lot number with the particles on them. On the left side of the catheter what appears to be particles. I only have three wrappers and two catheters that I can send. I have asked that the rest of that lot of 24 gauge catheter be pulled from our stock.